Event description:
The customer reported that the unit showed the screen message "service required."

Manufacturer narrative:
(B)(4). The factory has not yet rec'd the device for evaluation and this complaint remains under investigation. A f/u report will be submitted upon completion of the investigation.